Manufacturer narrative:
Although requested, no patient demographics were received by the customer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
During a site visit by a bd representative, the biomed reported the device was difficult to turn on and program, making several attempts before it would turn on. A 'delay' was programmed by the nurse, and after the pump was restarted, it infused for approximately 3-4 minutes, and then displayed a channel disconnect error alarm. Although requested, no further information was received by the customer.